Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-39 that has a similar product distributed in the us, list number 2k91-33, with 510k number k052000. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed imprecise architect ca 19-9xr results for one patient between lot numbers. It is unknown if the patient has been diagnosed with pancreatic cancer. The following data was provided: sid (B)(6) processed on (B)(6) 2026, reagent lot 78761fp00 result = 466.44 sid (B)(6) processed on (B)(6) 2026, reagent lot 80822fp00 result = 123 no impact to patient management was reported.